Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 405 mg/dl. Customer had a faulty infusion set and she ended up in the hospital. Customer started vomiting, and she knew something was wrong, and she checked her urine for ketones, she found something wrong. Customer treated high blood glucose with bolus and declined troubleshooting for the same. Customer also reported leak in the infusion set. The insulin pump will not be returned for analysis.